Event description:
Customer reported that the unit was losing power. Reportedly, when the top is off the blower and blower cooling fan work. When customer put the top back on the blower and cooling fan does not work. The customer reported there was no patient involvement.